Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with leakage. It was stated ¿leakage at the valve seen by the hcw. Needle placed same day at cms for administration of epirubicin and cyclophosphamide.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: the lot number was manufactured on qfa line 2 from march 6, 2016 through march 8, 2016. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5699 rev 5 version d was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received a total of 3 units as follows: units 1 and 2: the unit was received attached (bonded) to an extension set at one end and a needle connector on the other unit 3: the unit was received attached (bonded) to an extension set at one end and a needle connector on the other, the unit was received along with a 10ml luer lock syringe. Visual/microscopic evaluation: unit 1: the septum was molded using 32 cavity mold. Traces of medicine were present. Damage (tears) was observed on the septum top disk slit. No damage was observed on the column wall . Due to the condition of the unit (bonded to ex. Set) the water leak test could not be. Performed therefore, the fluid test was performed by flushing water-food coloring .mixture through the q-syte. No leakage was observed. Unit 2: the septum was molded using 32 cavity mold. Traces of medicine were present . Damage (tears) was observed on the septum top disk slit. No damage was observed on the column wall . Due to the condition of the unit (bonded to ex. Set) the water leak test could not be performed therefore, the fluid test was performed by flushing water-food coloring mixture through the q-syte. No leakage was observed. Unit 3: the septum was molded using 32 cavity mold. Traces of medicine were present . Damage (tears) was observed on the septum top disk slit. No damage was observed on the column wall . Due to the condition of the unit (bonded to ex. Set) the water leak test could not be performed therefore, the fluid test was performed by flushing water-food coloring mixture through the q-syte. No leakage was observed. Investigation conclusion: root cause relationship of device to the reported incident: indeterminate. A definite source that contributed to the tears (top disks) could not be established this is normally attributed to incorrect usage or excessive actuations. The units did not leak during the performance of the fluid test and no damage that could contribute to the failure was observed. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with leakage. It was stated ¿leakage at the valve seen by the hcw. Needle placed same day at cms for administration of epirubicin and cyclophosphamide.¿ there was no report of injury or further medical intervention.